Event description:
A malfunction alarm, specifically alarm 01, was reported. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.